Event description:
It was reported that the reporter was intra-operative and wanted to discuss impedance values. The reporter believed they were out of range on all default test amplitudes, except for 3.0 volts. The reporter noted that the leads were implanted ¿about two weeks ago.¿ the right lead was placed ¿on a friday¿ and the left lead was placed ¿on the tuesday before.¿ the left lead tested in range during implantable neurostimulator (ins) placement. The actual impedances provided were all between 1,600 and 3,700 ohms. Four days later it was reported that no fractures were seen. No additional troubleshooting was done and the patient was receiving effective therapy. Nine days later it was reported that the reporter felt the patient¿s right side ins had abnormal impedances. The left side readings were good, but the reporter felt the right side was ¿a bit high.¿ the electrode combinations of 1 and 2, 1 and 3, and 2 and 3 all had impedances over 4,000 ohms. The patient was still getting good therapy. The following day it was reported that it was unknown when the impedance issue occurred. It was unknown if the out of range impedances resolved. The cause of the impedance issue was not determined. No further troubleshooting or intervention was taken. The patient had excellent tremor control. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0a55s, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot# va0a55s, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014. (B)(4).